Event description:
Philips received a complaint on the avalon us transducer indicating that during normal use, the fetal heart sound detected by the equipment had noise, and the fetal heart sound could not be clearly heard, which affected the midwife's accurate judgment of the fetal heart state. The medical staff tried to adjust the probe position according to the operating specifications, but the noise still existed and could not be eliminated. The medical staff quickly replaced the fetal heart probe of the spare fetal heart monitor and continued to monitor the fetal heart for the patient. There was no harm or adverse event reported.

Manufacturer narrative:
E1: reporter phone # (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips authorized service personal (asp) reached out to the customer and found that the fetal heart rate probe was replaced in the hospital's equipment department, and that the equipment resumed normal use after the probe was replaced. The customer replaced the probe to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.